Event description:
It was reported to philips that the control panel was freezing, which can impact geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during planned treatment. The procedure was completed as planned after restarting the system. It was reported to philips that control panel was freezing. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the tsm (table side) module was experiencing occasional freezes and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the freezes occurred during device operation in the xper module (tsm-b) and found error codes while reviewing the xper module settings. To resolve the issue, fse replaced the problematic xper tsm module and the corresponding tsm software was installed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.